Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. In addition, it was reported that an unspecified malfunction alarm occurred. Reportedly the customer reverted to manual injections for insulin therapy. Customer's blood glucose level was 290 mg/dl.